Event description:
The hospital cracked the hub of the aspiration tubing by tightening it too tight on the three-way thv. The site used a second set of tubing and completed the case successfully. The patient is noted as doing well.

Manufacturer narrative:
The DHR of this manufacturing lot has been reviewed and a copy is attached. This MDR is being filed as part of the remediation action taken as per penumbra february 2010 update to the FDA warning letter dated december 31, 2009. A review of the device history record (DHR) was completed on (B) (4) (sa, aspiration tubing), lot number l14485. All appropriate inspections were completed per process monitoring requirements or 100% inspections where required. In addition, all destructive testing was completed per required process monitoring requirements and results met specification for adhesive bond strength. DHR review does not indicate any anomalies due to the manufacturing process. The parts released in this lot met process requirement.